Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred upon sensor removal on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient stated that she thinks the sensor wire is under the skin but is not sure. Patient reported that when she removed the sensor, she did not see any portion of the sensor wire on the bottom of the patch. She had just removed the sensor in the shower and assumed that the sensor wire had fallen off and washed down the drain. Patient did not think anything of the situation because she did not feel any of the wire under her skin at the time. One month later, on (B)(6) 2015, patient reported that sensor wire is possibly stuck in the skin. Patient reported that it hurts a little when she bends over. Patient was not sure if she would be seeking medical advice for the reported event since the area has healed over. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).